Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: may 18, 2017: legal medical records received. After review of medical records for MDR reportability it was reported that the patient was revised to address pain constant with stiffness, numbness and weakness. On the operative notes it stated, "once the capsule was incised and opened up, the problem was clearly identified, namely that of complete fragmentation and breakup of a previously inserted ceramic head" there were no lab values provided. This complaint was updated on: may 23, 2017. Update jun 06, 2017: supplemental information received. After review of supplemental information there is no new information added that changes the existing MDR decision. Laboratory findings indicates fractured femoral head components. There is no gross evidence of dislocation. This complaint was updated on: jun 12, 2017. / / investigation method: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. The search found a previous report against the femoral head; 1365-45-000 lot t2hjj1. The following information is from that previous investigation: it is known that this product lot combination was part of a voluntary recall in august 2001. The root cause for the aforementioned recall was related to an improper supplier process. Depuy voluntarily recalled all zirconia femoral heads although not all manufacturing lots were processed improperly. A review of device history records finds that lot t2hjj1 was a (B)(4) lot released for distribution on august 16, 1999. The records also show that the (B)(4) were made up from three individual raw material lots. The investigation has determined that one of the three raw material lots was one of the lots suspected to have been improperly processed. The other two raw material lots were not identified as suspect. Without device examination the investigation is unable to determine if this device was from the suspect lot. The worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. Examination of the provided x-ray images confirms the device fracture. No disassociation is identified. The femoral stem was also revised with an s-rom system stem/sleeve construct. A bone fracture is present that has been cabled. At what point the fracture occurred is not known. The investigation is not able to determine a root cause using only the provided images. (Per later consultation with depuy medical nurse the fracture was a result of an osteotomy revising the stem) / / investigation summary: legal medical records received. After review of medical records for MDR reportability it was reported that the patient was revised to address pain constant with stiffness, numbness and weakness. On the operative notes it stated, "once the capsule was incised and opened up, the problem was clearly identified, namely that of complete fragmentation and breakup of a previously inserted ceramic head" (see medical records from 5/5/2017). There were no lab values provided. Doi: (B)(6) 2001; dor: (B)(6) 2009 left hip. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On may 18, 2017: legal medical records received. After review of medical records for MDR reportability it was reported that the patient was revised to address pain constant with stiffness, numbness and weakness. On the operative notes it stated, "once the capsule was incised and opened up, the problem was clearly identified, namely that of complete fragmentation and breakup of a previously inserted ceramic head" (see medical records from (B)(6) 2017). There were no lab values provided. This complaint was updated on: may 23, 2017. Update jun 06, 2017: supplemental information received. After review of supplemental information there is no new information added that changes the existing MDR decision. Laboratory findings indicates fractured femoral head components. There is no gross evidence of dislocation. This complaint was updated on: jun 12, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.